Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. It failed the plunger force accuracy test after being successfully calibrated. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 17may2016 to the present date 07jan2021 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken or damaged. It failed the plunger force accuracy test after being successfully calibrated. No additional information was provided. There was no patient involvement.